Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery. The customer also experienced low blood glucose level of 26 mg/dl and treated with glucose and coke. The customer had been using the insulin pump system within 48 hours of low blood glucose level event. The customer alleged the insulin pump for over delivery because they did not know the cause of the incident. The insulin pump will not be returned for analysis.